Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 model no - additional information. D4 lot no - additional information. D4 expiration date- additional information. D4 UDI - additional information. H2 type of follow up: additional information. H4 device mfg date- additional information.

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Transmitter battery.

Manufacturer narrative:
(B)(4).